Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a loss of prime issue. It was reported the issue had occurred once with a single cartridge. The pump was replaced at the patient¿s request. It was reported that the patient¿s blood glucose was 288 mg/dl with excessive urination. The alleged health event does not qualify as a serious injury. It was reported that the patient¿s health care provider recently changed the patient¿s basal and bolus settings and the patient remained on pump therapy and the patient did not receive any medical intervention. It was reported that the patient was 18 weeks pregnant. This complaint is being reported because of the allegation of a pump malfunction.